Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years due to aortic stenosis. Per the operative report, the redo sternotomy was performed safely as the prior valve was excised and the new #21 magna ease bioprosthesis was implanted. No findings on the old valve documented. The patient was weaned from cardiopulmonary bypass and post-operative tee revealed a left ventricular ejection fraction of 60%. The aortic valve prosthesis was functioning normally with no insufficiency. The patient tolerated the procedure well and was transferred to the ICU.

Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. There have not been any allegations of a malfunction or deficiency related to the explanted valve. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.